Event description:
It was reported that bd insyte¿ IV catheter needle was loose. This was discovered before use. The following information was provided by the initial reporter: the catheter adopter and the root of the needle turned. They are not stable.

Manufacturer narrative:
Investigation: three photos and one actual sample in an opened package was received by our quality team. Upon visual inspection of the samples received there was damage to the IV, specifically to the rib or stopper area; therefore, the reported failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, this failure may have occurred during the assembly process or during the manipulation of the device upon use. Since the sample was received in an open package, we cannot determine if the sample was used; therefore the root cause cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter needle was loose. This was discovered before use. The following information was provided by the initial reporter: the catheter adopter and the root of the needle turned. They are not stable.